Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a pt (age and gender unk) the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was not adverse effect to the pt due to the reported malfunction.